Manufacturer narrative:
(B)(4). Follow-up #1: date of submission 04/06/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: the pump history showed that the pump had been running on the incorrect year of 2007 for the duration of use. There were records of unexplained power on reset events observed in the black box; power on reset recorded on (B)(6) 2007 at 06:54 and the pump was powered back on and time/date was set to (B)(6) 2007 22:09 and deliveries resumed. Another record of power on reset on (B)(6) 2007 at 16:33; the pump was powered back on and time/date was set to (B)(6) 2007 00:05 and deliveries resumed. On examination, the battery compartment was cracked on the side from threads to cover, cartridge compartment was damaged near the threads and the base was cracked between the case seal. The battery cap that was returned with the pump for investigation had stripped threads. Investigation confirmed the alleged damage to the pump. There was visible evidence of corrosion noted inside the battery compartment. On investigation, the damaged battery cap was not able to maintain electrical connection when placed on the pump; investigation duplicated the power complaint using the returned battery cap. A test battery cap was used to complete the investigation; the test battery cap maintained electrical connectivity. The pump was exercised for 24 hours with the test cap in place without any interruption in power. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Leak testing revealed moisture leakage into the pump due to battery compartment leak, pump case leak and cartridge compartment leak. The pump cover was removed for investigation with no further internal moisture found inside the pump. There was no damage the power circuit. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 350 mg/dl with associated symptoms of nausea and extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient¿s serious injury was associated with a pump power issue involving a cracked battery compartment. This complaint is being reported because the patient reportedly experienced a serious injury on insulin pump therapy associated with a power issue.